Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se after a diagnostic procedure. Reportedly, when attempting to split the sheath, the top of the sheath came off, possibly part of the hemostatic valve. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Lot number has been changed. Evaluation summary: the device was returned for evaluation. The reported event of the sheath detachment from the hub was confirmed. The displacement was due to the sheath not splitting but being pushed forward as the thumb advancer was moved distal. During thumb advancement, the un-split sheath provided resistance on the garage tube (outermost tube) as the pusher tube (inner tube) is moving distal causing the garage tube to distally displace and result in exposing the carrier tube. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency; however, there was an observation of a potential manufacturing deficiency on the exchange sheath. The exchange sheath detachment from the hub may be influenced by, but not limited to manufacturing or user technique. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The similar complaint review did not detect a lot specific quality deficiency for the exchange sheath detachment issue or sheath split events and this occurrence is believed to be an isolated incident. Further assessment of corrective/preventive actions will be conducted per local site and department procedures as appropriate.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.